Manufacturer narrative:
(B)(4). The patient passed away on an unknown date in the beginning of (B)(6) 2014. Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device was not returned and the serial number is unknown; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient who performed therapy with a homechoice device (hc) passed away. The cause of death was reported to be natural causes. Pd therapy was ongoing until the time of death, however, it was not reported if the patient was connected to the hc device at the time of death. It was not reported if an autopsy was performed. No additional information is available.